Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080989) on 12-nov-2018. The most recent information was received on 27-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding /bleeding') in an adult female patient who had essure (batch no. C6 9244-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, uterine bleeding, nabothian cyst and paratubal cyst. Concomitant products included benzonatate, codeine, famotidine, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent), paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), adenomyosis ("adenomyosis"), abdominal pain lower ("severe cramps"), arthralgia ("severe hip pain"), pain in extremity ("severe leg and feet pain /leg pain,feet"), back pain ("severe back pain/back pain"), abdominal pain ("severe abdominal pain /abdominal pain"), feeling abnormal ("memory fog /brain fog"), migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia,"), dysmenorrhoea ("painful menstruation"), loss of libido ("lack of sex drive /lack of sexual desire"), pruritus ("itchy skin"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), allergy to metals ("nickel sensitivity") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, abdominal pain lower, arthralgia, pain in extremity, back pain, abdominal pain, feeling abnormal, migraine, dyspareunia, dysmenorrhoea, loss of libido, pruritus, dry skin, skin exfoliation and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, migraine, neck pain, pain in extremity, pelvic pain, pruritus and skin exfoliation to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2016,but now in current pfs, date of insertion was (B)(6) 2016. Consumer mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: both fallopian tubes are successfully blocked.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Amendment: the report was amended for the following reason: case (B)(4) were duplicate of each other. All the information has been transferred from deletion case to this case. Legacy device report num 2951250-2019-12744. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080989) on 12-nov-2018. The most recent information was received on 20-aug-2020 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding /bleeding') in an adult female patient who had essure (batch no. C6 9244-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included irregular menstruation, uterine bleeding, nabothian cyst and paratubal cyst. Concomitant products included benzonatate, codeine, desogestrel; ethinylestradiol (apri), famotidine, fluconazole (diflucan), ibuprofen, ipratropium bromide; salbutamol sulfate (combivent), paracetamol (acetaminophen), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), adenomyosis ("adenomyosis"), abdominal pain lower ("severe cramps"), arthralgia ("severe hip pain"), pain in extremity ("severe leg and feet pain /leg pain,feet"), back pain ("severe back pain/back pain"), abdominal pain ("severe abdominal pain /abdominal pain"), feeling abnormal ("memory fog /brain fog"), migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia,"), dysmenorrhoea ("painful menstruation"), loss of libido ("lack of sex drive /lack of sexual desire"), pruritus ("itchy skin"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), allergy to metals ("nickel sensitivity") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, abdominal pain lower, arthralgia, pain in extremity, back pain, abdominal pain, feeling abnormal, migraine, dyspareunia, dysmenorrhoea, loss of libido, pruritus, dry skin, skin exfoliation and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, migraine, neck pain, pain in extremity, pelvic pain, pruritus and skin exfoliation to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2016, but now in current pfs, date of insertion was (B)(6) 2016. Consumer mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: both fallopian tubes are successfully blocked.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Lot # reported (c6 9244) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5080989) on 12-nov-2018. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding /bleeding") in an adult female patient who had essure (batch no. C6 9244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, uterine bleeding, nabothian cyst and paratubal cyst. Concomitant products included benzonatate, codeine, famotidine, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent), paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), adenomyosis ("adenomyosis"), abdominal pain lower ("severe cramps"), arthralgia ("severe hip pain"), pain in extremity ("severe leg and feet pain /leg pain,feet"), back pain ("severe back pain/back pain"), abdominal pain ("severe abdominal pain /abdominal pain"), feeling abnormal ("memory fog /brain fog"), migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia,"), dysmenorrhoea ("painful menstruation"), loss of libido ("lack of sex drive /lack of sexual desire"), pruritus ("itchy skin"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), allergy to metals ("nickel sensitivity") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, abdominal pain lower, arthralgia, pain in extremity, back pain, abdominal pain, feeling abnormal, migraine, dyspareunia, dysmenorrhoea, loss of libido, pruritus, dry skin, skin exfoliation and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, migraine, neck pain, pain in extremity, pelvic pain, pruritus and skin exfoliation to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2016, but now in current pfs, date of insertion was (B)(6) 2016. Consumer mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: both fallopian tubes are successfully blocked. (As per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporter's information was received. Lot number was received. Patient's demographics were added. Date of removal and suspect drug indication was added. Added event pain, nickel sensitivity. Medical history, concomitant condition, concomitant drug were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080989) on 12-nov-2018. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding /bleeding') in an adult female patient who had essure (batch no. C6 9244-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included irregular menstruation, uterine bleeding, nabothian cyst and paratubal cyst. Concomitant products included benzonatate, codeine, desogestrel;ethinylestradiol (apri), famotidine, fluconazole (diflucan), ibuprofen, ipratropium bromide;salbutamol sulfate (combivent), paracetamol (acetaminophen), salbutamol sulfate (albuterol sulfate) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), adenomyosis ("adenomyosis"), abdominal pain lower ("severe cramps"), arthralgia ("severe hip pain"), pain in extremity ("severe leg and feet pain /leg pain,feet"), back pain ("severe back pain/back pain"), abdominal pain ("severe abdominal pain /abdominal pain"), feeling abnormal ("memory fog /brain fog"), migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia,"), dysmenorrhoea ("painful menstruation"), loss of libido ("lack of sex drive /lack of sexual desire"), pruritus ("itchy skin"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), allergy to metals ("nickel sensitivity") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, abdominal pain lower, arthralgia, pain in extremity, back pain, abdominal pain, feeling abnormal, migraine, dyspareunia, dysmenorrhoea, loss of libido, pruritus, dry skin, skin exfoliation and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, migraine, neck pain, pain in extremity, pelvic pain, pruritus and skin exfoliation to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2016, but now in current pfs, date of insertion was (B)(6) 2016. Consumer mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: both fallopian tubes are successfully blocked.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080989) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding /bleeding") in an adult female patient who had essure (batch no. C6 9244-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, uterine bleeding, nabothian cyst and paratubal cyst. Concomitant products included benzonatate, codeine, famotidine, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent), paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and disability), adenomyosis ("adenomyosis"), abdominal pain lower ("severe cramps"), arthralgia ("severe hip pain"), pain in extremity ("severe leg and feet pain /leg pain,feet"), back pain ("severe back pain/back pain"), abdominal pain ("severe abdominal pain /abdominal pain"), feeling abnormal ("memory fog /brain fog"), migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia,"), dysmenorrhoea ("painful menstruation"), loss of libido ("lack of sex drive /lack of sexual desire"), pruritus ("itchy skin"), dry skin ("dry skin"), skin exfoliation ("peeling skin"), allergy to metals ("nickel sensitivity") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, abdominal pain lower, arthralgia, pain in extremity, back pain, abdominal pain, feeling abnormal, migraine, dyspareunia, dysmenorrhoea, loss of libido, pruritus, dry skin, skin exfoliation and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, migraine, neck pain, pain in extremity, pelvic pain, pruritus and skin exfoliation to be related to essure. The reporter commented: discrepancy noted as previously date of insertion was reported (B)(6) 2016,but now in current pfs, date of insertion was (B)(6) 2016. Consumer mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: both fallopian tubes are successfully blocked.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.